Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s pacemaker went to back-up vvi while a cybersecurity upgrade was attempted. The patient had a feeling of discomfort while her pacemaker was in back-up vvi. A download was performed restoring the device to its original settings.